Event description:
A healthcare facility in iowa reported via a fisher & paykel healthcare (f&p) field representative that the z41002 chamber as part of the 950n81j neonatal ventilator dual heated circuit kit (with accessories) was found leaking from a small hole in the chamber base. There were no patient consequences.

Manufacturer narrative:
(B)(6). Section d4: model# and catalog# updated to 950a81 as the customer did not confirm the subject circuit kit. Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Method: the subject z41002 autofeed chamber as part of the 950n81j neonatal ventilator dual heated circuit kit (with accessories) was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photograph provided by the healthcare facilitym previous similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph confirmed that there was a hole on the z41002 autofeed chamber base. The healthcare facility also further reported that the event occurred due to medications being spilled on the humidifier, causing corrosion of the subject chamber base. Conclusions: based on the information provided by the healthcare facility and our knowledge of the product, the cause of the leaking chamber was due to the user spilling medications on the subject f&p 950 respiratory humidifier, causing corrosion to the subject z41002 chamber base and causing the leakage of water. Every z41002 chamber complete autofeed 900 is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our 950n81j user instructions (ui) that accompany the z41002 chamber complete autofeed 900 state to "use usp sterile water for irrigation, or equivalent. Adding other substances may have adverse effects." The ui also includes the following: - "do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "do not use the chamber if it has been visibly damaged or dropped." - "set appropriate ventilator or flow source alarms to monitor therapy delivery." - "perform a pressure and leak test on the breathing system before connecting to a patient."